Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, after successfully placing a pod6 coil and five ruby coils, the physician felt resistance while retracting the complaint ruby coil within the px slim delivery microcatheter (px slim) to reposition the coil; consequently, the coil unintentionally detached. The physician attempted to use a snare device to retrieve the detached ruby coil, however, was unsuccessful. Therefore, the coil embolization procedure was halted and the patient was transferred to the vascular surgery operating room and underwent an additional procedure to remove the coil, which had migrated into the fibular artery. The ruby coil was successfully removed, and the coil embolization procedure was not completed. The patient was reported to be in good condition now.